Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that starting 'maybe 2 weeks ago', they felt like their implant was depleting quicker than they expected. Patient stated that they would fully charge the controller and implantable neurostimulator (ins) to 100% but the implant battery would go down before 12 hours. Patient said that before, they could go 2-3 days without having to charge, but now the implant would be 'dead in less than 12 hours'. Agent reviewed recharge intervals with the patient and redirected the patient to their healthcare provider to further address the issue. Patient mentioned that they have not made any drastic changes to their settings, but they do change between cycling and intensities in groups once in a while. Pt noted being able to feel return of symptoms when ins depletes/turns off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.